Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) displayed "high" on the continuous glucose monitor; cause was not known. Elevated bg was addressed via manual insulin injection. Recommendation was made to consult with a healthcare provider regarding diabetes management.